Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user contacted support about elevated blood glucose after forgetting to meal announcement dinner, with a reported blood glucose of 312 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond customer support guidance, and no hospitalization. Investigation included review of information provided by user. Investigation of this case revealed no device malfunction and a user error identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error, with hyperglycemia likely related to food intake and timing of meal announcement rather than a device failure.